Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. It was reported that there was a damage to a seal in the device. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when contact is made with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadvertent damage to the seal. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following lab evaluation, it was noted that the proximal seal of one of the ports had a slight tear in it. There was no damage observed at the beginning of the evaluation when the packaging of the port was first opened. There was no patient involvement.